Manufacturer narrative:
Investigation of this case revealed insufficient information to identify a device malfunction or use error. It was concluded that the cause of the hypoglycemic events could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user experienced recurrent episodes of hypoglycemia while using the ilet system, describing multiple losses of consciousness and motor vehicle impacts, with no alerts or alarms reported and cause unclear. Symptoms included loss of consciousness and hypoglycemia. Outcomes included interference with daily activities and property damage. Investigation included a review of user feedback and complaint information.